Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts and sustained hyperglycemia with a reported continuous glucose monitor (cgm) value of 401 mg/dl while using inset infusion sets on the abdomen, requiring two infusion set replacements before a third set functioned normally. The user confirmed correct application and subsequently administered a manual subcutaneous insulin injection while remaining connected to the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, consistent with a deformation-related problem affecting delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.